Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil was deformed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic live donor nephrectomy procedure. The stapler did not staple. The stapler was able to fire but there was poor staple formation. The staple line was incomplete. There was no problem loading the device. After manually transecting the tissue (normal step in this procedure), massive bleeding occurred. The problem was solved with endoloops. There was no patient harm. The patient outcome is alive, no injury.